Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. Foreign material was found in the air/water cylinder and air/ water channel. The foreign material could not be identified. The evaluation also found a stain in the light guide lens. The dirt/ foreign material could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, it is likely that insufficient reprocessing and wear and tear led to the malfunction. The root cause of the dirt/ material that remained in the device could not be specified. Since foreign material was not at external surface of the device, the material could not be removed by reprocessing. It is presumed that the light guide lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded the light guide-lens which led to corrosion. However, the occurrence could not be specified. The suggested event foreign material in the air/ water cylinder and foreign material in the air/water channel are detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in operation manual preparation and inspection. IFU states the preventative measures in reprocessing manual reprocessing the endoscope. The suggested event stain in the light guide lens is detectable by handling the device in accordance with the following IFU: IFU states the detection method in operation manual inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited foreign material in the air water cylinder, air water tube and the light guide lens. There were no reports of patient involvement.